Event description:
It was reported that the inflatable penile prosthesis (ipp) presented a hole and fluid loss. It was also noted the device was not inflating. A surgical procedure was performed to replace the system. There were no patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4).